Event description:
It was reported the pt felt no stimulation sensation after a fall. A power on reset (por) was revealed during a follow up visit. The pt was seen by a MFR representative. The representative was able to turn the stimulator back on and clear the por. Three hours later, the stimulator turned off. The battery measurement immediately after the stimulator turned off was 50-60 percent used. The representative suspected the stimulator may have depleted. A battery longevity calculation was estimated. The stimulator reached end of life (eol) using two programs to estimate battery longevity; however, using one quad lead or 1 active program, the stimulator was not near eol. The representative did not know the pt's history or settings. Additional info has been requested from the hcp, but was not available as of the date of this report.